Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a rise in ldh (lactate dehydrogenase) from 226 to 426 in 7 days. There were no other complaints of hematuria, etc. Technical services reviewed the log file and it did not capture any events that would contribute to pump malfunction. The lvad (left ventricular assist device) and peripheral equipment appeared to be functioning as intended.

Manufacturer narrative:
Section b2, h4: correction manufacturer's investigation conclusion: a specific cause for the reported elevated ldh (lactate dehydrogenase), as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. No atypical alarms or events were captured. The actual speed remained at or above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended with overall stable parameters. The account reported that the patient had a rise in his ldh from 226 to 426 in 7 days. The patient was seen in the clinic but had no other complaints. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) ; however, it was noted that the patient had elevated ldh again in (B)(6) 2020. No product is available for investigation. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This document lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 "introduction". Section 6, ¿patient care and management¿, under ¿anticoagulation¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values and possible modifications. No further information was provided. The manufacturer is closing the file on this event.